Event description:
A therapeutic advantage mesh sling was placed in 2004. Subsequently the patient presented with a urine infection and associated pain. The patient was treated with cipro and darvocet, which resolved the event as of september 2004.